Event description:
It was reported, the pt's programmer displayed the 'ipg low contact physician' message. The pt indicated her stimulation was used continuously and was still receiving stimulation. The pt's ipg was explanted and replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.